Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose with blood glucose of over 400 mg/dl at the time of the incident. The customer used the pump and manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was getting multiple delivery alarms with the same set. The customer stated there were little white pieces in the tubing near the reservoir. The insulin pump will be returned for analysis.